Event description:
The info provided to sjm indicated a patient underwent mitral valve replacement with a 29mm sjm epic valve (model: e100-29m, serial: (B)(4)) on (B)(6) 2008. The valve was sutured using horizontal mattress sutures. The valve was explanted on (B)(6) 2013 due to regurgitation and a leaflet tear. The valve was replaced with a non-sjm bioprosthesis.